Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that during pre-surgery, it was discovered that the motor device had a hole in the hose. During in-house engineering evaluation, it was observed that there was a hole in the hose at the muffler end and the hose was damaged (excluding rupture). It was further observed that the device ran in locked position - power broken and had a component damage. It was further determined that the device failed pretest for visual assessment, hose verification and safety. It was reported that there were no delays in the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.